Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functional and battery tests were performed. During service an f-94 alarm was identified in the alarm log; the cause was determined to be due to loss of configuration. To correct the condition, the configuration was reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump had an f-94 alarm. There was no patient involvement. No additional information is available.